Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: upon performing a leak test, investigation confirmed a leak at the u ¿grove crack. There was no evidence of internal moisture. (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a casing/condition issue in the form of pump leak test failure. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.